Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply and performed a generator calibration. System operates as intended. (B)(4).

Event description:
The customer reported, the system is displaying an ma error and the vertical column would not go up or down when the switch is pressed. No pt injury was reported.